Event description:
It was reported that a as lvp 20d dehp 2ss cv experienced component separation during use. The following was reported by the initial reporter: "it was reported that tubing separated at the lowest port while line was being primed. Per report: ahs mdip report. Incident or problem information. Ahs mdip reference number (ID): (B)(4). Date of incident (yyyy-mm-dd): 2020 (B)(6). Type of incident/problem: defect (detected before use). Level of harm: no effect - did not reach patient - detected before use or does not touch person during use ahs optional report to cmdsnet (health canada): yes. Incident details: while priming line the tubing separated at the lowest port. Who was affected? No person affected. Frequency of problem: recurring."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/2/2020. H.6. Investigation: a sample was received and analyzed by our quality team. The separation was immediately apparent and the complaint of separation has been verified. A device history record review for model 2420-0500 lot number 20063263 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The sample was received and investigated by our quality team using microscope. It is clear that the separation root cause is due to lack of solvent at the point where tubing is inserted into smartsite. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of separation with lot #20063263 regarding item #2420-0500.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a as lvp 20d dehp 2ss cv experienced component separation during use. The following was reported by the initial reporter: "it was reported that tubing separated at the lowest port while line was being primed. Per report: (B)(6) report. Incident or problem information: (B)(6) reference number (ID): (B)(4), date of incident (yyyy-mm-dd): (B)(6) 2020, type of incident/problem: defect (detected before use), level of harm: no effect - did not reach patient - detected before use or does not touch person during use, (B)(6) optional report to (B)(6): yes. Incident details: while priming line the tubing separated at the lowest port. Who was affected? No person affected. Frequency of problem: recurring."